Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by replacing multiple parts including the alnty c-series sample probe and alnty c-series reagent probe. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. A review of tracking and trending for the alnty c-series sample probe and alnty c-series reagent probe did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alnty c-series sample probe and alnty c-series reagent probe were identified.

Event description:
The customer reported false elevated sodium generated from an alinity c processing module and provided the following data: on 30 apr 2024 the initial result was 160 mmol/l and repeat was 141 mmol/l per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated sodium generated from an alinity c processing module and provided the following data: on (B)(6) 2024 the initial result was 160 mmol/l and repeat was 141 mmol/l. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.